Event description:
It was reported while using an unspecified bd extension tubing the connection was loose. There was no report of patient impact. The following information was provided by the initial reporter: dislike for new male luer change on IV extension set tubing. Resulted in an insecure connection to the hub of the IV

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Investigation summary a complaint of an insecure connection to another set was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.